Event description:
Complainant went to hospital to undergo a persantine thallium stress test. They stated that they are allergic to heparin, codeine, and penicillin. The complainant was asked the name of the performing physician but they did not know it. They did stated that it was performed by the nuclear medicine dept. When the test was performed, pt notified them that they had an itching and burning sensation in their chest. They told pt the sensation was normal and would go away by itself. Pt was prescribed cortisone to alleviate the symptoms. The sensations still persist to this day in fluctuating severities. Pt stated that they also noticed hair loss. Pt stated that they have been prescribed rogaine by a dermatologist and the hair recovery has been slow but it is growing back. The complainant stated that they beleive that their allergies were ignored by the physicians despite the fact that they were listed on their ID bracelet.